Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experience syncope. After further episode review, the patient had received two burst of anti-tachycardia pacing (atp). After the second burst the patient's rhythm had accelerated and the patient received a shock that converted the rhythm.

Manufacturer narrative:
Resolution requested from the field. Nothing further has been provided. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion over six years later and returned for analysis.